Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. An emergency medical technician (emt) provided assistance and the customer consumed glucose tablets to address bg. Reportedly, the customer experienced a seizure and a bruised elbow due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.